Event description:
A percutaneous coronary intervention (pci) was performed in which a stent was implanted in a lesion located in the right coronary artery (rca). The intravascular ultrasound (ivus) imaging catheter was used to image the stent placement, during which the catheter became stuck with the stent. The physician was able to insert a guidewire inside the sheath of the imaging catheter and was able to successfully release and remove the catheter. The patient's condition is reported to be 'good' following the procedure.

Event description:
A percutaneous coronary intervention (pci) was performed in which a stent was implanted in a lesion located in the right coronary artery (rca). The intravascular ultrasound (ivus) imaging catheter was used to image the stent placement, during which the catheter became stuck with the stent. The physician was able to insert a guidewire inside the sheath of the imaging catheter and was able to successfully release and remove the catheter. The patient's condition is reported to be "good" following the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No manufacturing or lot-specific issues were identified in the similar complaints review. The sheath assembly measuring 136.1cm long, was returned with the 0.018" guidewire stuck inside. The imaging core assembly, telescope assembly, hub assembly and some portion of sheath assembly were not returned. During visual analysis of the returned device kinks were observed in both the guidewire and sheath assembly, bloodstain was noted inside of the distal tip assembly and fluid inside the telescope assembly. No fluid was found inside the hub. No damage was observed in the guidewire exit port and the distal tip assembly was is intact. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the exit port of the catheter was noted. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: "" never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. " do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. " if resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. " when advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. " when readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. " inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or dfu. Based on the event description, the observed condition of the device, and the anatomical and procedural factors encountered during the procedure, the cause of the stuck on stent has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product